Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted for incontinence and stated they had a lot of urgency the day of the report. Patient wanted their stimulation to fluctuate so that it came on and off, on and off, but they did not feel stimulation at all for the past 2 days. Patient was at 1.8 on program 2 and mentioned they were going higher but they did not feel the same fluctuation as they felt before. The patient noted going through airport security 2 weeks prior to the report and it worked perfectly, fluctuated on and off and was at a perfect setting. Patient went to 1.9 v and stated they did not feel stimulation, but then said they could feel stimulation but it was more of an uncomfortable stabbing pain than a fluctuating pain. Patient clarified and said they were not feeling stimulation, but when they did it was all in their butt. Additional information was received on 2017-sep-06 from the patient stating that they took a trip in (B)(6) 2017 and went through airport security and the whole trip the implant would come on and flutter, and it ¿worked more perfect than ever¿. The patient stated that since they came back from the vacation they hadn¿t felt the fluttering feeling. The patient stated they were on program 2 at 1.7 and did not feel stimulation. The patient also stated they had been having severe problems with urgency in the last two weeks before the report. The patient stated they were having pain that felt like they were getting punched or ¿getting fingered really hard¿ and they didn¿t like it at all. The patient also reported the ¿flutter¿ was in the patient¿s hip and not in the bike seat area since their vacation in (B)(6) 2017. It was noted that the pain and fluttering changed when they got a replacement programmer and were reprogrammed after the replacement by a manufacturer¿s representative (rep). The patient stated they had tried to turn stimulation up in the last week before the report to 2.2 and when they bent over, stimulation felt like ¿stabbing¿. The patient declined troubleshooting and inquired about meeting with a rep. The patient was redirected to their healthcare provider if the symptoms did not resolve. No further complications were reported.